Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse de-installed the system. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the patient side cart (psc) battery was not operating. The customer found that the psc was unplugged from the outlet overnight, they hard power cycled the psc but the battery led was red and the psc would immediately shut off when the power cable was disconnected. The customer stated that the patient was highly contagious and opted to swap out the psc for precaution. The procedure was aborted to another dv system with no reported injury.